Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cable and the battery kit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would lose the live image. No patient injury was reported.